Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02320, 0001822565 - 2019 - 02321.

Event description:
It was reported that the bearings are missing from a knee instrument and was returned through worn instrument program. There is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported event was considered confirmed as visual inspection of the returned tasp shim exhibits signs of repeated use (nicked or gouged) and has one of components 1 and 2 disassembled / missing. The missing component was not returned. Device history record (DHR) was reviewed for deviations and/ or anomalies with no relevant deviations / anomalies identified. Root cause was determined in a CAPA to be associated with the design of the device and was subsequently redesigned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.